Event description:
It was reported that the patient received inappropriate atp therapy for an svt episode. Device behaved as programmed. Programming changes were made. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.